Manufacturer narrative:
Additional information: the patient is doing well and is being monitored. The physician estimates that no further action will be required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three cines were received for evaluation. Per the cines, it was observed "thrombus extension¿ into the deep system of the gsv. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received venaseal treatment of the great saphenous vein (gsv). IFU was followed.1 segment was treated, and the vein is reported to have closed. An ultrasound carried out one-week post procedure showed a class 2 non-occlusive thrombus distal to the common femoral junction (cfj). Patient was prescribed xarelto for 3 months. The physician believes this may not be due to venaseal migration as ultrasound was compared with images which were taken right after the procedure which show that cfj was clear of any thrombus or foreign body. No further patient injury was reported.